Event description:
It was reported that insulin gauge displayed an amount different than expected, with pump showing 38 units while caller expected 240 units, and issue was identified as a fill estimate concern related to overfilling cartridge. There was no reported impact to the customer¿s blood glucose level. Caller confirmed using room temperature insulin and properly removing air from cartridge, chose to continue using current cartridge, planned to load new cartridge later when room temperature insulin was available, and received official cartridge loading instruction video from technical support, with no further assistance required at that time.